Event description:
As it was reported by an affiliate, during a procedure, an ivc filter perforated and was jammed in the 6f delivery sheath. When physician tried to deploy the ivc filter, physician inserted the filter "femoral" approach, which was right (left femoral artery, access site) . The filter was pushed and moved to up in the long sheath, the hook perforated the sheath. The vessel did not present any acute bends or tortuosity, no resistance friction was described. There was no foreign material at the level of the difficulty. There was no injury to the patient reported.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
Additional information: complaint conclusion: as it was reported by an affiliate while advancing the filter through the delivery sheath it became stuck, one of the barbs had perforated the sheath and the filter would advance no further. There was no reported patient injury. A new ivc filter was used and the procedure was completed successfully. One non sterile 6 fr. Sheath introducer, one non sterile 6 fr. Obturator and one filter cartridge were received. The filter was received inside the cannula. One barb from the filter perforates the cannula. No other anomalies were found on the returned units. Functional test could not be performed since the filter was already inside the cannula and the filter barb was damaged. The od and ID of the body were measured near to the perforation point and were found within specification. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The issue reported by the customer was confirmed during analysis. The cause that the barb perforates the cannula could not be determined. Controls are in place to prevent that the cannula leaves the facility with damages. Procedural or clinical factors might have impacted the event. No corrective action will taken at this time since neither the analysis nor the DHR review suggest that the failure experienced by the customer could be related to the manufacturing process. In this case, it is possible that the difficulty experienced by the customer was related to procedural factors, vessel characteristics, device interaction and/or user handling.